Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient stated they needed help with their therapy and mentioned having to increase stimulation on the left side because their tremors worsened each time they turned the therapy off. The patient stated they continued to experience stimulation even after turning therapy off, and each time therapy was turned off, their symptoms worsened, describing it as "starting all over again." The patient requested the contact number for a manufacturer representative. Patient services reviewed the role of the representative with the patient and redirected them to follow up with their managing healthcare provider.